Event description:
Reported blood glucose results of "580 mg/dl" with the lifescan meter and "400 mg/dl" on a laboratory device; "352 mg/dl" with the lifescan meter and "205 mg/dl" on a laboratory device; and "298 mg/dl" with the lifescan meter and "300 mg/dl" on a laboratory device performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.